Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature birth. Concurrent conditions included post coital bleeding, nabothian cyst, perineal pain and paratubal cyst. Concomitant products included cilest (ortho tri-cyclen) for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("+bv"). In (B)(6) 2015, the patient experienced cystitis ("infection( bladder/urinary tract/vagina)") and urinary tract infection ("infection( bladder/urinary tract/vagina)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), coital bleeding ("post coital bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal infection ("infection( bladder/urinary tract/vagina)"), abdominal pain ("abdomen pain"), back pain ("back pain"), nervousness ("nervous"), agitation ("excited feeling") and insomnia ("sleeping trouble"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy to remove essure) and surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, coital bleeding, headache, abdominal pain and back pain had resolved and the pelvic infection, vaginal discharge, bacterial vaginosis, female sexual dysfunction, migraine, nausea, dysmenorrhoea, alopecia, cystitis, urinary tract infection, vaginal infection, nervousness, agitation and insomnia outcome was unknown. The reporter considered abdominal pain, agitation, alopecia, back pain, bacterial vaginosis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, nausea, nervousness, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left 4 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubes were blocked. On an unspecified date - essure confirmation test was conducted, and total bilateral occlusion was observed. On (B)(6) 2010, +bv (bacterial vaginosis ). (B)(6) 2010 : hysterosalpingogram : complete tubal occlusion bilaterally. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: sleeping trouble, excited feeling, nervous. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho tri-cyclen) for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("+bv"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and coital bleeding ("post coital bleeding"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy to remove essure) and surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, bacterial vaginosis and coital bleeding outcome was unknown. The reporter considered bacterial vaginosis, coital bleeding, dyspareunia, menorrhagia, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date - essure confirmation test was conducted, and total bilateral occlusion was observed. On (B)(6) 2010, +bv (bacterial vaginosis ) . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information was updated and a new reporter was added. Plaintiff¿s demographics updated. Removal date of essure was updated to (B)(6) 2015 (previously reported as (B)(6) 2015), its lot number and indication were added. New events vaginal bleeding, menorrhagia, pelvic infection, dyspareunia( painful sexual intercourse), vaginal discharge, +bv (bacterial vaginosis) and post coital bleeding were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature birth. Concurrent conditions included post coital bleeding, nabothian cyst, perineal pain and paratubal cyst. Concomitant products included cilest (ortho tri-cyclen) for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("+bv"). In (B)(6) 2015, the patient experienced cystitis ("infection( bladder/urinary tract/vagina)") and urinary tract infection ("infection( bladder/urinary tract/vagina)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), coital bleeding ("post coital bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal infection ("infection( bladder/urinary tract/vagina)"), abdominal pain ("abdomen pain"), back pain ("back pain"), nervousness ("nervous"), agitation ("excited feeling") and insomnia ("sleeping trouble"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, coital bleeding, headache, abdominal pain and back pain had resolved and the pelvic infection, vaginal discharge, bacterial vaginosis, female sexual dysfunction, migraine, nausea, dysmenorrhoea, alopecia, cystitis, urinary tract infection, vaginal infection, nervousness, agitation and insomnia outcome was unknown. The reporter considered abdominal pain, agitation, alopecia, back pain, bacterial vaginosis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, nausea, nervousness, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left 4 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubes were blocked. On an unspecified date - essure confirmation test was conducted, and total bilateral occlusion was observed. On (B)(6) 2010, +bv (bacterial vaginosis). (B)(6) 2010 : hysterosalpingogram : complete tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premature birth. Concurrent conditions included post coital bleeding, nabothian cyst, perineal pain and paratubal cyst. Concomitant products included cilest (ortho tri-cyclen) for birth control. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 1 year 1 month after insertion of essure, the patient experienced bacterial vaginosis ("+bv"). In november 2015, the patient experienced cystitis ("infection( bladder/urinary tract/vagina)") and urinary tract infection ("infection( bladder/urinary tract/vagina)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), coital bleeding ("post coital bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal infection ("infection( bladder/urinary tract/vagina)"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with antibiotics, surgery (hysterectomy with bilateral salpingectomy to remove essure) and surgery (hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, coital bleeding, headache, abdominal pain and back pain had resolved and the pelvic infection, vaginal discharge, bacterial vaginosis, female sexual dysfunction, migraine, nausea, dysmenorrhoea, alopecia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils: left 4 right 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: tubes were blocked. On an unspecified date - essure confirmation test was conducted, and total bilateral occlusion was observed. On (B)(6)2010, +bv (bacterial vaginosis ) (B)(6) 2010 : hysterosalpingogram : complete tubal occlusion bilaterally most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs recevied. Events:apareunia,migraines / headaches,nausea, dysmenorrhea (cramping), hair loss.infection( bladder/urinary tract/vagina),abdomen pain,back pain were added.historical conditon, lab data were added. On (B)(6)2018: reporter, concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.